Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be identified. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the MFR record for the lot did not uncover any relevant non-conformance. Lot meets release spec. Root cause is unable to be determined from the info provided. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant low inratio inr result in comparison to the lab inr results. Results are as follows: date: (B)(6) 2014, inratio inr: 1.6, lab inr: 3.4 and 3.0. Therapeutic range: not provided. One of the nurses, at the facility, did not know the first lab draw was done so she performed the finger stick for the inratio test which was 1.6. The nurses received results and noticed discrepancy, therefore another blood draw was performed and sent to hospital lab. The first lab inr was performed approx two (2) hours prior to the inratio test and the second lab inr was performed three (3) hours after the inratio test. There was no reported adverse pt sequela. There was no add'l info provided.